Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited bluetooth telemetry loss. The patient was brought into clinic and intervention was performed to restore bluetooth connectivity. There were no patient consequences.

Manufacturer narrative:
The reported event of bluetooth loss was not confirmed. The session records were reviewed and it was determined that the device entered ble lockout due to an interaction with the mymerlin application. There is no device malfunction suspected and the device is performing as intended. Correction: d3- should have been abbott-sylmar site.